Event description:
It was reported that the ilet¿s touchscreen was found cracked after the user removed the device from a pocket, while glucose remained stable and the user transitioned to backup therapy; the affected device component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.